Event description:
A caller reported encountering a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on resetting the pump and instructed the caller to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.